Event description:
During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention percentage stenosis was not reported. A 2.75 x 28mm taxus stent was deployed and post-dilated in the mid lad artery. The pt received angiomax, nitroglycerin, and integrilin during the procedure. No info concerning the calcification or tortuousity was reported. No info was reported concerning pt complications. The pt presented 103 days after the initial procedure with an in-stent restenosis in the mid lad artery. A pre-intervention percentage restenosis was not reported. Following a balloon dilation with a 2.5 x 20 mm balloon, a 3.0 x 32 mm taxus stent was deployed in the lesion. Post-interventional timi grade iii flow was reported. No info was reported concerning complications.